Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient connected to an the patient line during prime. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported the home patient (hp) connected to a patient line during prime, during the peritoneal dialysis (pd) therapy on the homechoice (hc) device. The hp stated that they connected and noticed that the hc was priming, so they disconnected from the setup. The technical service representative (tsr) instructed the hp to close the clamps and cycle the power to end of therapy. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.